Event description:
It was reported that the pump was alarming no disposable clamp tubing. The patient was instructed to stop and restart the pump. The pump continued to alarm. The patient did not want to remove the cassette so no additional trouble shooting was done. I then instructed the patient to turn the pump off and go into to her scheduled appointment. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.